Event description:
Event description guidant received information that during the implant procedure, this atrial lead (4461) fractured and was surgically abandoned. A second atrial lead (4469) was attempted but it was noted that the screw was bent after the tip had dissolved. The lead was removed and replaced. There were no adverse patient effects.